Manufacturer narrative:
The implant date reflects the date the patient was implanted with the lvad. The device is expected to be returned for evaluation. It has not yet been received. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer's corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. During review of a system controller log file submitted to the manufacturer¿s technical service representative, multiple yellow wrench advisories were observed between 24apr2018 and 25may2018. These advisory alarms were associated with the internal battery exceeding its expiration date. The internal battery was exchanged on (B)(6) 2018. The patient was reported to be asymptomatic. No additional information was provided.

Manufacturer narrative:
Section d4 and h4: additional information. A full evaluation of the device could not be conducted as the device was disposed of and not returned to the manufacturer for evaluation. A correlation between the device and the reported event could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. The reported event of backup battery fault alarms related to the backup battery reaching its expiration date was confirmed via the submitted log files. Although rechargeable, according to the design, the backup battery has a limited life span of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. It should be noted that the battery expiration did not affect its primary function to provide power to the system. According to the heartmate ii instructions for use (doc #106020) depending upon the patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. The system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. A root cause for the reported event of backup battery fault alarms captured in the submitted log files was due to the backup battery reaching its expiration date. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.